Manufacturer narrative:
Patient information - unknown. Initial reporter occupation - other; sales representative. Device manufacture date - unknown. Without the opportunity to examine the device, no conclusions can be drawn as to the root cause of the reported malfunction. Should the device be received, a follow-up report will be filed upon completion of investigation. Device history records could not be reviewed with lot identity.

Event description:
It was reported that a procedure was performed on (B)(6) 2021 utilizing the slimplicity anterior cervical system. When positioning one of the locking tabs it became stuck. The anterior cervical plate 1-level 22mm (acp122) was removed and replaced with another readily available in the set. There was a 5-7 minute delay to the procedure because of the reported event. There was no patient injury reported.